Manufacturer narrative:
Insulin pump passed the self test and displacement test. No unexpected software error alarm during testing however, the formatted history file confirmed software error alarm due to a software error.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had pump error alarm. Blood glucose level at the time of the incident was not provided. No further details were given. The insulin pump was returned for analysis.